Manufacturer narrative:
The reported incident that 2.3x8mm locking screws, cross-pin,self-t was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The variax hand in screws can¿t lock with plate; more than 30 mins delayed to the surgery. The customers now are suspected with variax product¿s quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future,.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The variax hand in screws can't lock with plate; more than 30 mins delayed to the surgery. The customers now are suspected with variax product's quality and stopped to use variax hand plate. Medical disputes may happen with fracture nonunion in the future.